Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of chemo infusing too fast could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20035937 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bag of gemcitabine infusing through the as lvp 20d 2ss cv was already empty with the pump showing "79.3 ml vtbi with 24 minutes left". The following information was provided by the initial reporter: "pt receiving chemo medications (first paclitaxel-nab, then gemcitabine). During gemcitabine infusion at 1044, pt's wife came out to entry of pt's pod, looking at IV pump and IV bags, then at writer. When asked if something was wrong, pt's wife stated, "I think the bag is empty already." Writer came to check pump and bag. Bag of gemcitabine was empty, pump showed that there was 79.3 ml vtbi with 24 minutes left. Infusion was started at 1020 (gemcitabine 1350mg, diluent 146ml) to run over 45 minutes. Drip chamber of ns primary bag was completely full when writer first inspected situation. Pt stable, not feeling any adverse effects. Writer spoke with pt's dr. To notify. Pt given 250ml from primary bag of ns (that gemcitabine was secondary to) on new pump to ensure that if medication had somehow gotten into that bag, pt received full dose of gemcitabine. Pt and wife aware to seek medical attention or contact meycc if any concerns for the next couple days."